Event description:
It was reported that the product packaging tore while attempting to open it. No adverse consequences were reported.

Manufacturer narrative:
The product was not returned for investigation. Based on information provided by the sales representative and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. An alternative packaging material has been implemented to address this issue.